Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that insulin was squirted out during priming process. Customer states insulin continues to drip after motor stops during the manual prime process. Drive support cap was normal. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor the motor was tested outside of the device and passed. Unable to confirm compromised force sensor system alarm due to motor error alarm.